Manufacturer narrative:
Date of event: exact date unknown, event occurred 9 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer working and charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.